Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to start up. Analysis of the log file showed a graphics card error. Upon troubleshooting, the fse found that no clinical images were visible on any monitors in the lab or control room. The fse downloaded the log files and consulted with national support for further analysis. The investigation suggested that one of the graphics cards in the lateral ippc was faulty, with a potential issue also identified in the frontal ippc. To resolve the issue, the fse replaced the lateral ippc; however, the issue persisted, and a log entry triggered the drools analysis, which indicated that the problem was with the host pc. After replacing the host pc, the issue was resolved. The defective host pc was returned to philips for failure analysis, but the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. The defective ip pc was also returned to philips for failure analysis, during which power supply (psu) failures were observed. However, the replacement of the ippc and host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.